Manufacturer narrative:
The device was returned to olympus for evaluation but has not yet been evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis x1 video system center received an e237 scope communication failed code and e110 optical filter error code. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d4. Based on the results of the investigation, it was determined that the phenomenon occurred due to printed circuit board (pcb) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.